Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: the lot was manufactured from april 26, 2021 - april 27, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) one-link non-dehp standard bore catheter extension sets were leaking at the connection site with the hub of the angiocatheters. It was further stated that the connection loosens which resulted in an iron leak and blood leak back from the angiocatheter. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.